Manufacturer narrative:
An event regarding malposition involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product not available.

Event description:
The customer reported that they undertook a revision of a thr because of an issue with the acetabulum. The surgeon further reported that the cup was anteverted. There was a surgical delay as a result of an intraoperative event reported under (B)(4).